Event description:
It was reported that during testing by the manufacturer sales representative, the tip of the 2.7mm rh frontal sinus suction tube was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing by the manufacturer sales representative, the tip of the 2.7mm rh frontal sinus suction tube was found to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, a physical impact to the device was determined as a potential root cause for the breakage. The device was not returned to the healthcare facility, as it was not repairable